Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short caused by damage to the inner insulation. The cause of the insulation damage was overtorque of the inner coil during the surgical procedure.

Event description:
It was reported that during implant the right atrial lead exhibited high capture threshold. After repositioning, loss of p wave sensing and low lead impedance were observed. The lead was not implanted.